Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6002060 in question was manufactured at the osted site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to with wi version 15 quality specification - inset guard ramp-up & inset guard ewis. Test on returned reference samples, 5 samples out 5 samples passed the test. Functional test 1 according to with wi version 10 flow test on customer complaints -pruebas de flujo en quejas del cliente.doc. Test on returned reference samples, 5 samples out 5 samples passed the test. Functional test 2 according to with wi version 25 instrucciones para el uso del equipo de fuga en el area de inspeccion.doc. Test on returned reference samples, 5 samples out 5 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002060 was manufactured according to the document version 14 on the packing process in the machine sl01 / line mv11, on 01/aug/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
MDR 3003442380-2024-02493 - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates it was reported that patient faced an issue with more than ten infusion set tubing was leaking at site. The blood glucose level was 250 mg/dl at the time of incident. The infusion set was in use for one to two days. The patient replaced infusion set and resumed insulin successfully. No further information available.